Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 08-nov-2014, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4); ubd: 08-sep-2002, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/ml; 720mcg/ml, fentanyl 4000 mcg/ml;1440mcg/day and dilaudid 25 mg/ml; 9mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient was scheduled for surgery for pump replacement and possible catheter revision. A catheter dye study was performed (B)(6) 2018 during the procedure. It was discovered intraoperatively that part of the catheter, distal to the connector pin, was covered by build of tissue etc and was preventing free flow of cerebrospinal fluid (csf). No known factors may have led or contributed to the issue. The pump and catheter were replaced and the revision was successful. The explanted pump and catheter were discarded. The proximal segment of the catheter was removed and replaced with 8596sc and connected to a new pump. Free flow of csf was observed. On (B)(6) 2018 the pump settings were turned down to 4 mg/day. The pump was adjusted to minimum rate over the weekend. Patient weight and medical history were asked but unknown. Patient status was alive - no injury. The issue was resolved. No further complications were reported.